Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 432 mg/dl. They declined troubleshooting for the high blood glucose. They did not mention any form of treatment. The customer reported that he insulin pump alarmed history check alarm during normal use. The device will not be returned for analysis.